Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on (B)(6) 2014, prior to explant. High battery impedance led to eri.

Event description:
It was reported that the device battery voltage went from 2.97 volts to 2.81 volts and elective replacement indicator (eri) in about seven months. The physician would like to know why the device battery depleted so soon. The device remains in use. No patient complications have been reported as a result of this event.